Event description:
It was reported that in the adult ICU,the user met with resistance when removing the swg from the catheter after inserting it into the patient's right subclavian vein. As a result, both the catheter and swg were removed together but not replaced. The use of force when attempting to remove the swg caused it to kink. There was no reported delay, death, or complications to the patient asa result of this occurrence. This report involved (B)(6) female.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and the event was determined to be reportable as a result of a product malfunction. A final report will be filed upon the completion of our investigation. Follow-up report will be filed if additional information becomes available.